Manufacturer narrative:
The actual device was received for evaluation along with twenty nine (29) companion samples and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Underwater pressure test at eight (8) psi was performed with no abnormality observed for the samples received. The reported condition was not verified. All of the samples met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the patient line of a homechoice automated pd set with cassette and a minicap transfer set. This event occurred during use with patient involvement. The patient reported that many bubbles were observed in the drain line during the initial drain, and there was no over prime in the patient line after priming. There was no patient injury or medical intervention associated with this event. No additional information is available.